Event description:
Additional information was received on (B)(6) 2022 by a cook clinical specialist. When performing the procedure, the customer was cutting the mac-loc off and pulling the string out; then, the customer was placing the drain through a stoma, up the ureter, and into the kidney over a competitor's wire guide. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Additional information: b5, h6 - annex a this report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: on 28oct2022, cook medical received a complaint from a representative at the (B)(4) facility located in the city of (B)(4). During the insertion of an ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult10.2-38-45-p-6s-clm-rh, lot: unknown) into the patient, the physician had difficulty threading and getting the flexible stiffener over the wire. When using the plastic stiffener in the multipurpose drainage, tightness was noticed during advancement and removal of the flexible stiffener. While attempting to remove the stiffener, the .035 wire broke in the patient. The physician was able to remove the entire device from the patient, and a competitor¿s device was then used to complete the procedure with no further complications. Attempts to remove the stiffener from the dilator were made by the physician once the device was outside of the patient, and difficulty was still felt. Reviews of the documentation, including the instructions for use (IFU), manufacturing instructions, quality control procedures and specifications of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are currently in place to prevent the release of non-conforming product related to the reported failure mode. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Cook also reviewed product labeling. Although the lot was not returned, the current attached IFU, t_multi2_rev1, under the heading precautions: it reads, ¿when inserting a stiffening cannula into the catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of the suture.¿ evidence gathered from a review of the dmr and IFU, cook concluded that the device was manufactured to specification. Cook could confirm that there were no nonconforming devices in house or out in the field. Based on the information provided, no returned product and the results of our investigation, a definitive cause for the failure could be traced to the user and due to an unapproved or contraindicated use. It was stated that the mac-loc adaptor was cut, with the black suture string pulled out, prior to insertion. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was used for a ureterostomy procedure on a patient of unspecified gender and age. The physician experienced tightness and difficulty upon threading and advancing the flexible stiffener in the catheter over the wire guide as well as upon removing the flexible stiffener. The physician was able to remove all devices together, drain/stiffener and wire. Once removed from the patient, the physician removed the stiffener from the catheter with more force than normally needed. Ultrasound jelly was applied to the stiffener, and the stiffener was reinserted into the catheter. Advancement and removal of the stiffener was observed to be much easier. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.